Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Alternative report identification number (B)(6). Device evaluation: visual inspection was performed on the returned product. There was black mold at the top of lens case and close to the hole. It is between the cap and waterproof film, and not in the neutralization area. The solution in one bottle was almost used up and the oxycup showed evidence that the product was used. It can be concluded that the complaint event happened during customer use since the mold grew outside of the oxycup. There are three (3) small holes for excluding air. It was confirmed the oxycup was contaminated by an external substance through the air vent. Retain sample: visual inspection was performed on a retained sample. There is no mold on the retained sample. Historical data analysis: a review of the complaints revealed that three (3) same/similar complaints were reported for the same lot. Product deficiency was not determined within the reported lot number through investigation. The probable cause for the reported issue is the cap was contaminated by an external substance through the air vent. Manufacturing record review: the manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications. Labeling review: the directions for use were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an appearance of mold in the lens case received. Customer reported they saw something like black mold at the hole of the lens case. No further information was reported.